Event description:
This incident was reported initially by the patient with additional information from the prescribing optometrist, and limited information has been made available. The patient reports symptoms eye irritation and alleges ocular infection while using the device. The patient stated that they did not consult with a doctor, however, went to a pharmacy where they were given an unspecified salve to apply. The prescribing physician states that the patient reported to them they were seen at a different doctor office for inflammation and given an unspecified antibiotic, the patient was not seen at their office for the reported incident. The prescribing physician also reports that exam notes from 2018 indicate improper use, overwear and unapproved overnight wear, and that the patient was treated with an unspecified antibiotic for inflammation. The patient was not believed to be using a coopervision device at the time of the previous incident. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed or unspecified diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate. As the patient uses a different device in each eye and it is unknown if the event occurred in one or both eyes, please refer to manufactures report cc543310 1314956-2023-00007 for associated adverse event report.

Manufacturer narrative:
(See h3) no product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. As the patient uses a different device in each eye and it is unknown if the event occurred in one or both eyes, please refer to manufactures report cc543310 1314956-2023-00007 for associated adverse event report.

Manufacturer narrative:
Device sample returned for analysis, received (B)(6) 2024 and analysis completed on (B)(6) 2024. Manufacturers incident report is updated to reflect the results of device analysis and investigations. Refer to the following fields for updated or corrected data: b4,b6,d4, d9,g2,g3,g6,h2,h3,h6 while the defect identified may have caused or contributed to the patient's condition, it is unlikely to result in a death or serious injury were it to reoccur. Lot history, device history, sterilization records, and trend reporting were reviewed for the lot number identified. As the patient uses a different device in each eye and it is unknown if the event occurred in one or both eyes, please refer to manufactures report (B)(4) 1314956-2023-00007 for associated adverse event report.